Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight and articulated positions with test cartridge reloads and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. A batch record review was performed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a colon resection procedure, the device was used and it did not staple. It is unknown if the device cut the tissue. Another device was used to complete the procedure without impact to the patient. No other details were provided. (B)(4)